Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the device of the patient was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.